Manufacturer narrative:
The product was returned for analysis, product damage was identified. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/20/2009 and 01/27/2009 by phone, fax, and mail. Additional info was not provided.

Event description:
A surgeon reported a pt experienced a capsular bag tear during intraocular lens (iol) implant surgery. The iol was removed and replaced during the same surgery. The surgeon reported the pt is "okay" and the event was not related to the iol.